Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Clinical review of the medical records reveal there was no documentation of a causal relationship between the liberty cycler and the patient¿s death.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported that a patient was discovered to be unresponsive with no pulse and expired while connected to the cycler. The following was is from the medical records provided by the patient's treatment facility. The patient was in a rehabilitation facility for several weeks status post second, third and fourth digit amputation due to osteomyelitis. During his admission the patient was also found to have a fungemia treated with fluconazole and where the source was thought to be a previous peripherally inserted central line or a second line sited that had a soiled dressing. The patient never had a positive peritoneal effluent culture nor did he ever have any signs of peritonitis during his hospital stay. On the day of his death he was assessed as having volume overload and edema and hypophosphatemia as well. The patient was found unresponsive, pulseless and cool to touch during nursing rounds. Full acls was started, pads were applied and he was found to be in pea (pulseless electrical activity). After four rounds of epinephrine, chest compressions, bicarbonate he was still found to remain pea. He was intubated. The code was terminated and he was pronounced dead.